Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that device went into bvvi mode during a vt storm, due to frequent charging and shocking. Significant battery drain was suspected and device replacement was recommended. Device remains implanted. The patient will be monitored closely via remote monitoring.